Event description:
Customer reported two cuffs did not register correctly and medications were given according to procedure. When the two patients were transferred off to telemetry, the readings were reportedly different and required no medications. This MDR will represent the first of two patients. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.